Event description:
The customer reported that a patient underwent a red blood cell exchange (rbcx) procedure. Approximately 20 minutes post procedure, that patient fainted at a bus stop after leaving the customer site. Per the customer, the patient was brought into emergency department by medical staff who witnessed the episode. The patient was given IV fluids for light headedness and nausea. No injuries were reported. The patient is in healthy condition and did not require a follow-up visit. The disposable kit is not available for return because it was discarded by the customer. This report is being filed due to medical intervention in the form of IV fluids and a visit to the emergency room.

Manufacturer narrative:
This report is being filed to provide additional information. Investigation: the run data file (rdf) was analyzed for this event. Based on the information available in the run data file, the spectra optia system operated as intended. From the information available in the run data files, there is no indication of a clear explanation for a root cause for the patient fainting following the procedure. Investigation is in process. A follow-up report will be provided.

Manufacturer narrative:
This record was identified during a retrospective review of mdrs, per FDA request, to identify records in which a serious injury or medical intervention occurred, but the type of reportable event was not indicated as a serious injury. This supplement is being filed to modify information per FDA request.

Manufacturer narrative:
Investigation: a review of the device history record (DHR) for this unit showed no irregularities during manufacturing that were relevant to the reaction the patient experienced. Per the therapeutic apheresis handbook: a physician's reference, 2nd edition, first time procedure patients reactions may occur in approximately 4.8% of procedures, and 1.2% of procedure patients experience reactions to citrate, based on the results of a survey of therapeutic procedures. Of these reactions, most were mild and well tolerated. The spectra optia system has many safety features. However, a patient reaction can occur rapidly. Therefore, it is imperative that the operator continuously monitor the patient and the system throughout the procedure. Root cause: this disposable set was unavailable for specific root cause analysis. Based on information provided by the customer, it is possible that the patient exhibited an allergic reaction to acd-a and/or eto.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided.